Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Customer reported that they tried restarts, changing filter, to no avail. Ts (technical support) had them change buffer bag filters, check for leaks and none found, tighten pre-filter assy cap, check that all buffer bags were full. Do system drain flush and pressure is now back to 10 mpa. Cycled though all buffer valves indepentantly and pressure held at 10 mpa though all sv valves with no drop in pressure. Again inspected for any leaks and none found per cust. The customer called 1 hour later with the same issues stating that nothing is working. Fse (field service engineer) phone callled on 13-feb-2017 and found that pressure would intermittently drop while using and switching from buffer 2. Customer had spare buffer valve and powered down analyzer and replaced. Then ran calibration, qc (quality control) and patient samples with no other errors. Customer stated the calibration and qc (quality control) were within their specifications. The most probable cause of the reported event was a failure of buffer valve # 2.

Event description:
On (B)(6) 2017 the customer reported low pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.